Event description:
The customer reported to baxter (B)(4) a crushed port on a continu-flo set. The process step and care area are unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available and has been requested by baxter. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The y-site was found to be deformed. A batch review was performed on the reported lot with no deviations found. Actions have been put in place since the manufacturing of this lot to prevent this occurrence. This defect was created when the y site component protrudes out of the sealing perimeter of the pouch and gets pressed by the heat seal die which is used to seal the top and bottom pouch together. The guide support bars at the guiding process were extended to prevent the set from moving out of position.